Event description:
Patient was implanted with patient specific plate and screw for a left mandible, in (B)(6) 2010, for a cancer reconstruction with bone graft. Patient was returned to the operating room on (B)(6) 2012 for removal of hardware. Hardware removed due to the implant extruding through the patient's skin. Surgeon stated that there was no indication of infection or loosening of hardware. Surgeon removed all hardware and patient was not revised with any additional parts. Surgeon closed patient's incision and completed the procedure with no further problems. Surgeon indicated that patient has had multiple treatments and patient's skin broke down over plate and patient has healing issues.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.